Event description:
It was reported that the screen on quick bolus button is no longer working, and the touch screen is unresponsive. Pump does not turn on when plugged into a power source. No impact to customer's blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.